Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device did not meet expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Further analysis of the battery found a small tear along the top edge of the anode separator. No internal short was found in the battery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported the device was explanted and replaced due to premature battery depletion. The patient reported one episode of lightheadedness. No further patient complications were reported as a result of this event.